Event description:
It was reported the crew powered on unit prior to making patient contact on a transfer. The device unit displayed "cannot locate mpm application.exe please re-apply latest software update." Unit would not move past this screen. Crew had to swap out monitors with another unit.